Manufacturer narrative:
Update: h6. It was reported that the patient experienced infection. As a result, the device was removed and a new device is requested. The follow-up with the surgeon showed that the organisms were identified as staph epidermidis & pseudomonas. Lastly, the surgeon confirmed that the reported infection was not caused by the implant itself. Conclusively, the information received does not suggest a device failure, malfunction, or other performance issues.

Event description:
It was reported that the device was removed due to infection.

Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.